Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated that the architect analyzer is generating discrepant cea result on a patient sample. The initial result = 31.9 ng/ml and retest result = 4.5 ng/ml. The account does not know which results are correct. There was no adverse impact to patient management reported.